Event description:
It was reported via repair work order that the brakes couldn't hold due to worn brake adjuster and worn brake cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.